Event description:
It was reported by service report that the fowler would not stay down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler, gas spring trip release bracket.